Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately low compared to another device. The reporter claimed to have obtained blood glucose readings of "130 mg/dl" with the subject meter and "186 mg/dl" on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (02/04/2015). The patient¿s test strips have been returned on 1/12/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.